Event description:
It was reported that the customer experienced a low blood glucose (bg) level requiring assistance from "medical crew from cruise ship"; who administered a glucagon injection and customer consumed soda to address blood glucose. Blood glucose level was not provided. Low blood glucose cause was not known. A system check was performed, and it was found that the customer was using off label insulin (u500) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.